Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was known to exhibit no capture and high pacing thresholds. As a result, it was intentionally programmed subthreshold, but the left ventricular (lv) lead was noted to have good capture. The rv lead was subsequently explanted and replaced approximately four months later. There were no additional adverse patient effects.